Event description:
An o.r. Supervisor from the user facility reports a haptic broke during insertion of the intraocular lens. Enlargement of the incision was required to accommodate removal and replacement of the lens. Add'l info has been requested.